Manufacturer narrative:
It was reported batteries reaching their end of life. Four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries failed visual inspection due to illegible release indicators on the output cables. The release indicator is located on the output connector to assist the patient during a connection or disconnection of a power source. This is an additional observation not related to the reported event and the most likely root cause of the illegible indicator on the output cable can be attributed to patient use or due to wear. Additionally, the batteries failed functional testing due to cycle counts above 375, indicative that the batteries reach their useful life. The most likely root cause of the reported event can be attributed to batteries with cycle counts above 375, indicating their end of life. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery / (B)(4) / cat#1650de / exp. Date:03/31/2013. Device available for evaluation: yes. Mfg. Date: 03/31/2012; labeled for single use: no. (B)(4). Battery / (B)(4) / cat#1650de / exp. Date:03/31/2013. Device available for evaluation: yes. Mfg. Date: 03/31/2012 labeled for single use: no. (B)(4). Battery / (B)(4) / cat#1650de / exp. Date:03/31/2013. Device available for evaluation: yes. Mfg. Date: 03/31/2012. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries reached the end of their useful life, as per log file analysis. The batteries were replaced with no consequence or impact to the patient. No further information was provided.